Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.+(B)(4)

Event description:
It was reported via phone call that the customer had elevated blood glucose levels of 521 mg/dl. Treated with the insulin pump. Customer also mentioned issues with bent cannula. Troubleshooting occurred. Advised to monitor blood glucose levels.